Event description:
It was reported about one month prior to report the patient had radiofrequency/ microwave ablation. Reportedly, the patient had a lot of lower back pain problems for years but it intensified in (B)(6) 2012, three months later, she developed urinary incontinence problems and had her implantable neurostimulator (ins) implanted, which worked well; instead of peeing 30 times/day it went down to 8-9 times/day which the patient considered normal. It was stated the patient¿s left toes began to tremor which she thought was related to the ins. She thought there was some interaction going on between the ins and had lower back pain. It was noted the patient had the tremor in her toes before the intensity of the back pain but now the tremors were more frequent. The tremor and nerve pain in the buttock and left leg got worse after ablation and since the ablation she had ¿a lot of things she did not have before.¿ within the week prior to report, the patient had intense muscle cramps in her left foot. It was noted the patient only adjusted the stimulation once at the doctor¿s office a month or two after implant and there were no problems with it, but ever since she had been having lower back problems and since ablation procedure, she started having problems with urinary incontinence. It was also noted the patient was diagnosed with lymphoma in 2001 and the side effect was upset stomach, and the ins was supposed to help with bowel incontinence as well but the bowel control got worse in the last 1.5-2 weeks. The patient reported she had been drinking more water lately (8 glasses a day) and was peeing a lot more. She had to get up 3-4 times a night. The patient was redirected to her healthcare provider. It was reported the patient had radiofrequency ablation done of nerves in her spine. It was stated the stimulation was too strong. It was noted the patient lost her programmer and a replacement was sent. All impedances were within normal range. It was not known if the event was caused by the ins, leads or extension. On (B)(6) 2013, the patient was reprogrammed to lead 3(-), 0(+) at 2.4 volts, pw 180 and stimulation was comfortable. The patient was on lead 2(-) and 0(+) at 2.2 volts, pw 150 with painful labia and great toe. On (B)(6) 2013, the patient will be programmed with the new programmer. It was noted no hospitalization or injury were noted, the patient recovered without sequela.

Manufacturer narrative:
Product ID: 3889-28, lot# v948369, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).